Event description:
It was reported that the patient's catheter and pump were removed. Patient was not getting pain relief and stated the pump was not working. It was noted the catheter was aspirated in surgery. Telemetry logs noted last changed on (B)(4) 2010; the pump contained dilaudid at 2.0 mg/ml at a daily rate of .0124 mg/day; and a motor stall recovery occurred on (B)(6) 2009. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).